Manufacturer narrative:
(B)(4). The g4 date on the initial medwatch report was filed incorrectly as 10/12/2016, but should have been 10/11/2016. Visual and dimensional inspections were performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal any other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the initial difficulty to insert. The pod and filter damage appears to be due to case circumstances.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported during preparation, the emboshield nav6 filter had resistance during advancement into the delivery catheter. The device was not used. Another device was used without issue. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis revealed the filter support structure assembly for the filtration element was broken. No additional information was provided.